Event description:
Serious injury involving one person. In november 1997, pt developed a left eye infection with tearing and light-sensitivity and was diagnosed with corneal ulcer by dr who prescribed ciloxin and tobradex. Lens model/water content: focus visitint/55%; lot #: unk; eye involved: left; refraction; myopia; duration of use (in mos): one to two weeks; days lens worn: one; last visit to dr prior to symptoms: 12/05/97. First time; lens care sys used: unk; disinfection sys used: unk; was homemade saline used: no; days lens worn between cleaning and disinfecting: unk; days lens worn between cleaning and symptoms: unk; days between symptoms and calling dr; five; self-treatment by pt: no; hand washing before lens manipulation: unk; ulcer location: between 7:00 and 8:00 mid-periphery; visual acuity before symptoms: unk; visual acuity after symptoms: pinhole 20/25; results of culture: none taken; results of corneal biopsy and/or scrapings: not done; clinical diagnosis: corneal ulcer; treatment administered: ciloxin and tobradex; prognosis: unk.